Event description:
While treating a pt (age & gender unk) who had an asystole heart rhythm, the device inappropriately dumped its charged energy. There was any adverse effect to the pt due to the reported malfunction.